Manufacturer narrative:
Retained samples of the concerned lot number have been inspected visually, and tested electrically for the function. All electrodes were within limits, no failure could be detected. After several requests for further information, the initial reporter has stated, "I opened the affected set of pads and when the pads were removed from touching each other the fault subsided. I believe the problem was because the metal sides of the electrodes were touching." We had no chance to investigate this theory as the involved product has not yet been returned to us. As no metal is exposed in an intact electrode, it is not conceivable how metal elements of the two electrodes might have touched. We have requested further information, and the involved device for further investigation. Once we will receive any we will provide a follow up report.

Event description:
On (B)(6) 2020, we have been informed about a malfunction with a defibrillation electrode set at njp medical limited in UK. A defibrillation electrode set (model skintact df28nc) was about to be connected to a zoll e series defibrillator. Mr. Noah phillips, who had filed the initial complaint, stated, "hello, I have a set of zoll pads and when plugged into the zoll e series they are simulating ventricular fibrillation when they are still in package." There appears to have been no harm caused to a patient.

Event description:
On august 31th, 2020, we have been informed about a malfunction with a defibrillation electrode set at njp medical limited in UK. A defibrillation electrode set (model skintact df28nc) was about to be connected to a zoll e series defibrillator. Mr. (B)(6), who had filed the initial complaint, stated: ""hello, I have a set of zoll pads and when plugged into the zoll e series they are simulating vf [ventricular fibrillation] when they are still in package." There appears to have been no harm caused to a patient.

Manufacturer narrative:
Retained samples of the concerned lot number have been inspected visually and tested electrically for the function. All electrodes were within limits, no failure could be detected. After several requests for further information the initial reporter has stated: "I opened the affected set of pads and when the pads were removed from touching each other the fault subsided. I believe the problem was because the metal sides of the electrodes were touching." We had no chance to investigate this theory as the involved product has not yet been returned to us. As no metal is exposed in an intact electrode, it is not conceivable how metal elements of the two electrodes might have touched. As neither any further information nor the device involved have been made available despite repeated requests we close the investigation. No conclusion can be drawn what might have caused the customer problem.